Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter separated or dislodged and was found out of the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore, a DHR review could not be conducted. No physical investigation or assessment has been conducted on the defective catheter as no actual or representative sample was returned for investigation. In the absence of any actual or representative sample returned investigation, therefore this complaint could not be confirmed.

Event description:
It was reported that the catheter separated or dislodged and was found out of the patient. The patient's condition was reported as fine.